Event description:
This is a spontaneous case report received from a regulatory authority (case number FDA-2014-n-0736-1602) in united states on 25-oct-2015 identified during monitoring of postings an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015. It refers to a female consumer who had essure (fallopian tube occlusion insert) placed on (B)(6) 2014. Consumer stated that the procedure itself was unbearable. She was told to take an ibuprofen half hour before the procedure and that she would be ok. She was not at all ok. Her body started instantly reacting to the implant in her body the very next day after the essure was put in. She somehow passed a kidney stone, and from there till this day even she has trouble making bowel movements and in excruciating pain every day even though she had to get a hysterectomy in order to get the implants out and to get rid of all the pain and suffering. She was dealing with for the 6 and a half months. Let alone during the time she had the implants in she had gone to the doctors and the emergency room several times telling her nothing was wrong with the implants. Her doctor suggested she gets a colonoscopy. She is only (B)(6) she should have not gotten a colonoscopy nor a hysterectomy. To this day she still suffers with out the essure. She deals with blurred vision, depression, anxiety, brain fog, headaches every day, pain in her stomach and feels queezie all the time get, real dizzy all the time. And not only do she suffers with all the side effects from this her husband son and family all suffer. She deals with this everyday of her life now how is this essure safe for women and not only is it not safe it is not healthy for women to have to deal with all the symptoms for the rest of their lives because they no longer want more children. Follow up received on 17-nov-2015: ptc investigational result. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical event and quality deficit is excluded. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 and reported excruciating pain every day (interpreted as pelvic pain) amongst other non-serious events. Pelvic pain is considered serious due to medical importance and listed according to essure reference safety information. Given the compatible temporal relationship, nature of event, product profile and lack of plausible alternative, causality cannot be excluded. Since an intervention was performed; this case is regarded as incident. Based on available information no product quality defect was confirmed and a relationship between the reported medical events and quality deficit is excluded. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2015: hysterosalpingogram result was full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 28-feb-2017: legal claim received: essure insertion and removal dates were added. New events were also provided. Company causality comment: this non-medically confirmed spontaneous case report is under litigation after follow-up information. It refers to a female consumer who had essure (fallopian tube occlusions insert) inserted and presented excruciating pain every day (interpreted as pelvic pain), post-traumatic stress disorder, passed a kidney stone and autoimmune disorder. A hysterectomy was performed 6 months after insertion. All serious events due to medical importance and unanticipated according to essure reference safety information, except pelvic pain that is anticipated. Abdominal and pelvic pain may occur after essure insertion. Given the compatible temporal relationship, nature of event and lack of alternative explanation, causality cannot be excluded. Regarding the event auto immune disorder, essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium). Therefore, causality between this event and essure use was assessed as unrelated. The same assessment was given to post-traumatic stress disorder and passed a kidney stone (seen as nephrolithiasis), considering essure's local action in fallopian tubes. This case was regarded as incident since device removal was required. Based on available information no product quality defect was confirmed and a relationship between the reported medical events and quality deficit is excluded. Further information will be obtained through the litigation process.